Manufacturer narrative:
(B)(4). Concomitant medical products: lorenz 2.0 x 7 mm fossa cross-drive screw catalog #: 99-6577, lot #: ni, therapy date: (B)(6) 2017. Customer has indicated that the product will not be returned to zimmer biomet for investigation, the explanted products were discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00027.

Event description:
It was reported a revision of a temporomandibular joint (tmj) was performed. Based on a bill only order form, the patient's right fossa implant and screws were removed and replaced. The surgeon advised the fossa was removed due to loosening of the screws. The surgeon believes the cause of the loosening is related to the patient's anatomy. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. These parts were removed in a revision; therefore the complaint is considered confirmed. The distributor reported that the surgeon believed the screws loosening as a result of the patient's anatomy. The explanted parts were discarded. Manufacturing history was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00027-1.